Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chou yc, hsu yh, cheng cy, wu cc (2012), percutaneous screw and axial kirschner wire fixation for acute transscaphoid perilunate fracture dislocation, j hand surg, volume 37a, page 715-720, (taiwan). This study evaluated the functional and radiographic outcomes of acute transscaphoid perilunate fracture dislocation treated by percutaneous fixation under fluoroscopic guidance. Between november 2004 and october 2009, 24 patients (24 wrists; 13 men and 11 women) with acute transscaphoid perilunate fracture dislocation who were surgically treated. The mean age at the time of injury was 32 years (range, 20¿49 years). 13 patients were implanted with an unknown ao 3.0mm cannulated screw and the remaining 11 patients were implanted with a competitor¿s screw; the length of these screws was 2 mm less than the axial length of the scaphoid. A temporary unknown k-wire was also inserted and was removed after percutaneous screw fixation at 8 weeks postoperatively. The average follow-up period was 45 months (range, 25¿67 mo), and no patient was lost to follow-up. Complications were reported as follows: 3 patients experienced mild pain in the wrist joint. 1 patient had a noteworthy fracture gap without trabecular connection thereby confirming scaphoid nonunion as shown in plain radiographic images obtained in multiple views after 6 months postoperatively. Although the patient experienced no pain, a pedicle vascular bone graft was implanted 9 months after the initial surgery. 1 patient had a bone spur around the radial styloid process as shown in the radiographic images. The patient experienced pain during radial deviation of the wrist joint, which suggested impingement of the radiocarpal joint. The patient was revised with the excision of the spur and partial radial styloidectomy 10 months after the initial surgery. 1 patient had painful screwhead irritation around the scaphotrapezial joint because the screw was too long. The screw was removed after scaphoid union, 25 weeks after the initial surgery. This report is for an unknown ao 3.0mm cannulated screw. This is report 1 of 1 for (B)(4).